Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported separation could not be determined; however, the reported unexpected medical intervention and delay to treatment appear to be related to circumstances of the procedure. Possible factors that may contribute to a separation may include, but not limited to, interaction with the anatomy, user attempts to remove against resistance and physician applies excessive force against resistance. There was no damage noted to the device during the inspection prior to use or during preparation, which suggests a product quality issue did not contribute to the reported difficulties. Return device analysis noted the inner and outer member separated proximal to the mid lap seal. The material at the noted separation was jagged and stretched which suggests that the separation may be related to tensile overload (material stress/fatigue). Based on the returned device, the noted condition at the separation is indicative of difficulty and/or inadvertent mishandling of the device which likely led to the reported separation; however, a conclusive cause cannot be determined since limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a mildly tortuous lesion in the circumflex (cx) artery. A stent was implanted and then the 2.0x15mm rx mini trek balloon dilatation catheter (bdc) was advanced for post dilatation of the stent and the lesion distal to the stent. A perforation was noted due to guide wire; therefore, another bdc was advanced for tamponade when it was noted the mini trek shaft had separated and was still in the cx. Two guide wires and a guide liner were used to snare the separated shaft and remove it from the patient. A delay in the procedure was noted due to the need to remove the separated portion. No additional information was provided.